Event description:
It was reported that the bd slip-tip syringe with bd precisionglide¿ needle experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: during the collection, it was found that the syringe leaked, and negative pressure suction could not be formed.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 301942 and lot number 2109143. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for review. However, upon examination of the retained samples, no defects were identified. Although we were unable to reproduce the reported incident of leakage; it is possible that the leakage resulted from damage to the plunger rod component. If this issue were to reoccur, we would greatly appreciate the opportunity to conduct a thorough analysis of the affected sample. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd slip-tip syringe with bd precisionglide¿ needle experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: during the collection, it was found that the syringe leaked, and negative pressure suction could not be formed.